Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient encountered issues with their trusteel infusion set on (B)(6) 2025. The patient observed that the device didn't appear to be delivering insulin effectively. At the time of the incident, the infusion set had been in use for approximately 3 hours. Patient's blood glucose levels were high. To address the high blood glucose, the patient responded by administering a correction bolus through their insulin pump. No further information available.